Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient twiddled their device which caused all the leads to dislodge and have functional undersensing. The right ventricular (rv) lead was successfully repositioned and the right atrial (ra) lead and left ventricular (lv) lead were explanted. To date, no additional adverse patient effects have been reported.